Event description:
A nurse reported that following initial finding of the laser for a photocoagulation procedure, the system displayed a message requesting service. The message locked the system and the surgery was aborted. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the laser engine due to low energy. The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).